Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient could not get their programmer connected to implant and was waiting to see their doctor to change programs. They had no concerns with the programs. Patient mentioned there was pain in the tailbone area so they lowered the program, but then was having a problem with holding the flow. It was noted that patient's sudden pain was resolved by lowering the number. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient wanted to change programs because the patient was feeling pain in their tail bone which started the day prior to the call. Initially the patient encountered poor communication, but this was resolved by making sure the antenna was secure in the patient programmer (pp). The patient decreased stimulation and reported that the pain lessened and the patient was advised to follow-up with their healthcare provider (hcp) regarding the pain. The patient also noted that the pp did not turn on during the call, but this was resolved by replacing the batteries. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.